Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range and that the cartridge leaked from canister. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 375 - 400 mg/dl. I was also reported and that the wake button was sticking. Customer pressed the wake button with more force and the wake button performed as intended.